Manufacturer narrative:
Concomitant medical products: 419688 lead implanted: (B)(6) 2011, 5867-3m adaptor implanted: (B)(6) 2015, dtba1d1 crt-d implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that alerts triggered for low pace/sense impedance values. The lead remains in use. No patient complications have been reported as a result of this event.